Manufacturer narrative:
A supplemental MDR is being submitted due to the investigation being completed. The following sections of this report have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Review of provided 3mensio revealed the following observations: patient's right access vessel had presence of tortuosity, calcification, and undersized dimensions. Minimal luminal diameter for 16f esheath is ' 6.0mm. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for difficulty advancing through sheath was confirmed empirically based on medical record. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event, as confirmed via 3mensio. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The cause of the right common femoral perforation, with subsequent bleeding and death is unknown. However, maybe related to the two prostyle sutures devices used for vessel closure or related to the resistance during delivery system insertion/advancement through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to a follow up response being received. This is one of two manufacturers being submitted for this case. The investigation is ongoing.

Event description:
As reported by our german affiliates, during implant of a 23mm sapien 3 ultra (s3u) valve in aortic position by right transfemoral approach. During the insertion of the commander with the valve through the esheath+, the valve could not advance. The system was removed and discarded with no patient injury reported at this point. A new 23mm s3u valve was prepared and a 16fr esheath+ was used this time. The new 16fr esheath+ was easily inserted but it was also difficult to advance the valve. After a considerable effort and force, the valve was able to exit the sheath and the valve was successfully deployed. After the removal of the esheath+, despite the use of two prostyle sutures devices and 8f angioseal, the vessel was not tightly closed. A non-edwards crossover sheath was inserted from the left to the right vessel. Then, angiography revealed that the right common femoral was perforated and a non-edwards balloon was advance to control the bleeding. The patient was then moved to vascular surgery and the vessel was resected and a long 6mm/ 4cm long prosthetic interposition was implanted. After repeated angiography, the external iliac artery was sub totally occluded by a dissected duct, and a stent was implanted. The final angiography showed good visualization of all vessels. The patient was moved to ICU for monitoring but passed away during the night due to hemorrhagic hypovolemic shock after massive bleeding from the common femoral artery.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Review of provided 3mensio revealed the following observations: patient's right access vessel had presence of tortuosity, calcification, and undersized dimensions. Minimal luminal diameter for 16f esheath is ' 6.0mm. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for difficulty advancing through sheath was confirmed empirically based on medical record. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event, as confirmed via 3mensio. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.